Event description:
The customer reported her blood glucose reached 20.7 mmol/ (373 mg/dl) less than 24 hours after the pod was activated. Upon inspection she noticed the cannula was bent and it was not properly inserted into her skin.

Manufacturer narrative:
The product will not be returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was not properly inserted into the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. No product lot number was reported therefore, no qualification records were reviewed.